Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device upgrade procedure, low impedance was noted on the right ventricular (rv) lead. The lead was reprogrammed but impedance value continued dropping. Loss of capture was also noted. The lead was capped and replaced on (B)(6) 2019. The patient was stable.